Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units during the load process after loading a cartridge with cold insulin. There was no reported impact to the customer's blood glucose level.